Event description:
Pt was having a supracervical hysterectomy using the davinci surgical robot. Part of surgical set-up included the conmed vcare uterine manipulator. At the end of the case, md did not check surgical field. Pt came into md's office in (B)(6), and when doing a vaginal exam, md found green cup from the end of the vaginal manipulator. It also appears that part of the deflated balloon is stuck to the interior of the cup. Cup brought to hospital risk mgmt office by md office staff. Packaging with lot # and serial number and device were discarded immediately post-it. It was not noticed until pt's follow-up visit that anything was wrong with procedure or manipulator.